Event description:
According to the reporter: a small metal pin (5mm) from the locking part of laparoscopic trocar cannula came off and almost fell into abdomen's laparoscopic incision. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 07/23/2008.